Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Abbott clinical analysis of images are consistent with guide wire fracture and left main perforation. The images do not provide enough information to suggest a cause for the fracture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a routine percutaneous coronary intervention in the proximal left circumflex (lcx) artery for treatment of a discrete type a calcified lesion, a whisper ms guide wire was advanced through a 6f non-abbott guiding catheter with no resistance. The guide wire was properly seated in the distal lcx and the guide wire tip was never trapped. No force was applied to the guide wire. Due to the calcified stenosis, direct stenting could not be achieved using a non-abbott stent system. The stent system was withdrawn from the anatomy to predicate the lesion. At this time, it was noted that approximately 10 cm of the distal guide wire tip had separated in the left main artery. The physician attempted to remove the separated segment from the left main artery using snares, but the attempts were unsuccessful. The physician advanced two balance middleweight guide wires into the lcx and torqued them in an attempt to wrap the guide wires around the whisper wire, without success. The lcx occluded at the site of the attempted intervention and images suggested that the stiff part of the guide wire had perforated the superior aspect of the left main artery. With the lcx occluded and the guide wire tip still in the left main, the patient was taken to the operating room where the separated segment was removed and double vessel coronary artery bypass graft surgery (CABG) was performed. Tracheotomy was performed and the patient remains in the cardiovascular intensive care unit, off inotropes, off intra-aortic balloon pump (iabp), and is slowly improving. Reportedly, there was a significant impact to the patient due to a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, abbott analysis of additional images indicates that it is difficult to draw a firm conclusion about the ultimate cause of fracture. However, it is probable that failure occurred in bending. While bending strains can become moderate to severe in cases involving extreme vascular tortuosity, sometimes more severe bending strains can occur when guide wires happen to be in a prolapsed configuration.

Manufacturer narrative:
(B)(4).